Event description:
Nurse reported kendall filac fastemp unit not working. Inspection revealed temperature probe defective error on screen. Tip of temperature probe very hot to the touch. Pulled the unit from nursing station for further examination. Lot number of probe 0521 f09g711.